Manufacturer narrative:
This report is submitted on november 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is scheduled for reimplantation but it is unknown if this has occurred as of the date of this report.